Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: hemostasis was greater than 10 minutes. Fluoroscopic imaging demonstrated spiral dissection. Up-and-over technique was performed, site ballooned for 4 minutes, and hemostasis achieved. Patient was reported as fine post procedure. Additional information on 09nov2022: during a tvar procedure access was gained using micro puncture and u/s guidance in the right cfa. Vessel size was 7cm with mild calcification and no tortuosity. It was reported that there were issues advancing the procedure sheath. Measured depth for the manta was 3.5cm. Heparin and protamine were administered during the procedure.

Event description:
It was reported that: hemostasis was greater than 10minutes. Fluoroscopic imaging demonstrated spiral dissection. Up-and-over techni que was performed, site ballooned for 4 minutes, and hemostasis achieved. Patient was reported as fine post procedure. Additional information on 09nov2022: during a tvar procedure access was gained using micro puncture and u/s guidance in the right cfa. Vessel size was 7cm with mild calcification and no tortuosity. It was reported that there were issues advancing the procedure sheath. Measured depth for the manta was 3.5cm. Heparin and protamine were administered during the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure in the right common femoral artery. A central positioned access was gained utilizing micro puncture and ultrasound guidance. The arteriotomy was 7.0 mm, with mild calcification present in the vessel, anterior wall calcification, and a measured depth of 3.5cm. Difficulties were experienced advancing and withdrawing the procedural sheaths. Following deployment, fluoroscopic imaging revealed a spiral dissection; and the physician went up and over to intervene, applied balloon inflation, total time to hemostasis was approximately ten minutes, and patient outcome post procedure was fine. The device was not returned, and angiograms were not received for investigational purposes. There is believed to be no device failure. The root cause of the extended hemostasis resolved with balloon inflation is likely due to the presence of the spiral dissection seen in the fluoroscopic imaging. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The IFU lists potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma.